Event description:
It was reported a spectrum pump alarmed system error 322. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 322 caused by loose nylon screws in the upper auxiliary assembly. The upper auxiliary assembly (including the loose screws) was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.